Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the hospital for unrelated incident. While being intubated, the patient's implantable cardioverter defibrillator (ICD) failed to deliver therapy for an episode of ventricular tachycardia due to an incorrect measurement. The physician performed programming changes to the ICD.